Event description:
It was reported that an asymptomatic patient presented remotely via a merlin transmission. Review of the transmission showed device exhibited non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended.

Event description:
New information received indicated that another episode of non-sustained rv oversensing due to post-paced t-wave oversensing was seen on a remote transmission. Programming changes were made previously. Additional programming changes were discussed and will be made when patient presents to the clinic for follow-up.